Event description:
Baxter product surveillance received a report from a home pt's nurse that a home pt had contracted peritonitis due to pinholes in their transfer set. Per the nurse, the home pt presented to the emergency roon (ER) on the event date. Cell counts are not known at this time. It is unk if the pt's effluent was cultured. Initial treatment is unk, however, the home pt was discharged from the emergency room with 250 mg of levaquin (oral), and was instructed to take that for 10 days. The pt has not yet had follow-up cell counts. The nurse at the dialysis clinic stated that the transfer set had been in use since december, and the dialysis nurse in 2006, and not the ER on the event date noticed the pinholes. The transer set was changed in 2006. The nurse stated that the home pt has schizophrenia, and that it cannot be ruled out that the pt created the pinholes.

Manufacturer narrative:
Peritonitis is a well-established complication in pts on peritoneal dialysis. There are several known causes fo peritonitis occurrin in pd pts not related to the use of baxter products. Most commonly, peritonitis is related to entrance of bacteria via the pt's pd catheter due to touch contaminatin. Causes related to baxter products are also typically due to a compromised sterile fluid path. The sterile fluid path can be compromised by a defect in the tubing, the cassette, ro disposable solutions to name a few. Since the homechoice instrument itself is not in contact with the fluid path it can not dirrectly cause peritonitis; for the instrument to be linked to a peritonitis episode, there would need to be a breach in the cassette or tubing that were indirect contact with the instrument. Poor sterile practices by the pt or caregiver can compromise the fluid path as noted above. CAPA file renq-CAPA-24 documents baxter's investigation into an increasing trend in peritonitis reports for baxter's homechoice pt's. This investigation is currently in process.